Event description:
On the event, insertion of bard port. Percutaneous punch completed times 2. Inserted microwire, vein was found to be angulated and hard to advance catheter. With super stiff guidewire in place, dilator 6, 7, and 8 were used prior to inserting introducer and dilator to insert catheter. Catheter inserted and c-arm identified position. Catheter looped around upper portion of shoulder, brought to presternal area. Had to remove adipose tissue to thin the skin at sternal area to be able to cannulate bard port. Incision closed. The following month, removal of fractured bard port. Under local anesthesia bard port reservoir and remaining catheter removed. Five days later, ultrasound guided foreign body removal.